Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was unresponsive. The cause for the failure was a damaged rear response button trace. Additionally, it was reported that the vibration box would not stop vibrating, but that issue was resolved once the patient received a new monitor. No belt was exchanged for ther tactile alarms. The root cause for the damaged trace was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's response buttons were non-functional.